Event description:
It was reported that the pump rebooted without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 01/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: there was no data from the time of the event available in the pump history due to continued patient use. There was no noted damage to the pump battery compartment. The pump powered on appropriately and maintained power successfully after loosening the battery cap by ½ turn. The pump was exercised without any power events occurring. Unrelated to the complaint, the pump was examined and noted that the keypad rubber was peeling off of the pump near the bottom of the up button. The keypad buttons were tested and the buttons were confirmed to be responding appropriately to presses. The keypad was removed and contamination was observed under the button contacts. Also unrelated to the complaint, the pump was powered on and the display screen was noted to be faded.